Manufacturer narrative:
D6a:. D6b: . E1: phone number: (B)(6). E1: initial reporter name: unknown. E3: occupation: unknown. One (1) 6 french angio-seal vip device was returned for assessment. The returned sample includes the carrier tube, hemostasis sheath, arteriotomy locator, and the header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The sheath and locator were returned separated. Both components were kinked at the blood inlet hole. No other damage was noted. The components were fully mated to examine the transition between the sheath and locator. No damage or issue was identified. The complaint device was returned and was confirmed for mechanical damage. The locator and hemostasis sheath were returned, and both components were kinked at the blood inlet hole. The components may have been damaged during insertion. As a result, the complaint was confirmed for a kinked locator and hemostasis sheath. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo received the following reported information: after completion of the neuro/peripheral stent implantation, hemostasis using a closure device was attempted. The closure device packaging was opened and assembled, and guidewire exchange was completed. When attempting to insert the sheath, significant resistance was encountered. Even after a skin incision, the sheath could still not be inserted, and the sheath became kinked. Subsequently, manual compression was applied to achieve hemostasis and complete the procedure. No blood loss was reported.